Manufacturer narrative:
The reported events were lead dislodgement, cardiac perforation, unacceptable threshold, and low pacing impedance. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported events of unacceptable threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with discomfort. Upon interrogation, high capture thresholds and low pacing impedance was noted. The physician suspected that the lead had perforated, and examination of the lead upon removal showed tissue stuck into the lead. It was alleged that the issue was a positional malfunction. The lead was explanted on (B)(6) 2026. No adverse patient consequences were reported.